Manufacturer narrative:
The report of ¿ineffective stimulation¿ was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The root cause of these fractures is unknown as there were no reported falls, trauma, or accidents prior to the reported event. In regard to ¿lead migration¿ confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Patient did not report any falls, trauma or accidents prior to the reported event.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics confirmed high impedance on the t9 lead. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The date of event is estimated.